Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told that the implantable cardioverter defibrillator (ICD) was not working. Boston scientific technical services (ts) recommends contacting the clinic. Ts also informed that the system was down, so the clinic may not be aware of the patient initiated interrogation (pii) or be able to view it. This device remains in service. No adverse patient effects reported.